Event description:
I was offered the essure device and no other options. Told it was made of stainless steel and no problems with the device. I was told there would be no hormones put into my body. I was told I would feel good for work the next day. After implant I felt an immediate lack of energy. Many other symptoms occurred over time.